Event description:
Paramedics responded to a person in cardiac arrest. The device was powered up and connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device would not display quik-look through the defib electrodes despite scrolling through leads. An AED at the scene was called for and used while ECG electrodes were applied to the pt and connected to the device. The AED determined that no shock was advised and the device displayed a pea rhythm through the ECG electrodes. Paramedics continued to administer CPR and drugs while the pt was transferred to the hospital ER then to the ICU. Pt outcome is unknown.